Event description:
It was reported that the smartpass feature disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the patient is a runner with bradycardia with smaller r-waves. Review of stored device memory also noted an additional inappropriate shock due to oversensing premature ventricular contractions (pvcs). The shock was noted to induce 6-8 beats of ventricular tachycardia (vt)/ventricular fibrillation (vf), which, converted on its own. The patient has since had a change in medications to reduce pvcs. No additional adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing during patient exercise resulting in delivery of inappropriate shocks. Noise was also observed, however, the device appropriately marked it as noise. Review of the stored episodes noted the patient had bigeminal premature ventricular contractions (pvcs) with exercise that led to t-wave oversensing on the pvcs. The primary sensing vector was reprogrammed and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.